Event description:
It was reported that the device was at eri prior to implant. "Able to reset, recalled battery impedance was approximately 200 ohms." The device was not used. No patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.